Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The patient was sitting in the clinic office at the time of the event. Technical services advised some testing options. Clinic testing found low intrinsic amplitudes in all three sensing vectors. The doctor elected to explant and replace both the pulse generator and the electrode. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had an inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The patient was sitting in the clinic office at the time of the event. Technical services advised some testing options. Clinic testing found low intrinsic amplitudes in all three sensing vectors. The doctor elected to explant and replace both the pulse generator and the electrode. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.